Manufacturer narrative:
The insulin pump alarmed with a failed self test due to a faulty component on the radio frequency board. The unit also had minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call that the pump keeps alarming with a failed self test. The patient's blood glucose at the time of incident was 135 mg/dl. The failed self test alarm occurred 27 times in the alarm history at 10:01 am every day; a few others occurred at random times. Troubleshooting was initiated for the alarm and the customer was unable to complete the rewind sequence. The insulin pump was returned for analysis and a replacement device was shipped to the customer.